Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint with associated MFR# 1226348-2016-00144 (B)(4). Concomitant medical products: 6fr femoral sheath, 6fr catheter, maverick 2.5x12 balloon, onyx 34, echelon 10, prowler select plus microcatheter, salter ivx30. The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, (B)(6) female patient had originally presented to hospital on (B)(6) 2016 with a left middle cerebral artery (mca) stroke which was treated by mechanical thrombectomy with good results. The following day on (B)(6) 2016 the patient had a re-occurrence of symptoms and was brought to the angio lab with suspected re-occlusion of the left m2 segment of the left mca. Post balloon (competitor's device) angioplasty of left m2, embolization of the ruptured intracranial middle cerebral artery branch was performed to stop any extravasation. However repeat ap and lateral cranial runs demonstrated continued extravasation, therefore a non-adhesive liquid embolic agent (competitor's product) was then used to finally occlude the vessel. A repeat run was performed which demonstrated that the vessel remained occluded and no further extravasation was visible. The microcatheter was removed and a prowler select plus (lot unknown) catheter was then advanced beyond the level of m1-m2 stenosis. Despite the angioplasty there remained high-grade stenosis, therefore an enterprise stent (enf40312/10588846) was placed at left m1-m2 segment, the stent had fully expanded. Ap and lateral cranial run demonstrated the m1-m2 junction to be patent with good antegrade flow, however there remained 50% stenosis within the stent at the level of m1-m2 junction. The patient's vessels were reported be tortuous. The diameter of parent vessel at stent placement site was 3.5mm. There were no intra-procedure complications related to the enterprise device. Patient did have a subarachnoid hemorrhage which was procedure/stroke related. No vessel damage was reported. Post-procedure patient was aphasic and had mild right weakness with residual stenosis of 50%. Due to comorbidities, including pancreatic cancer, patient discharged to hospice. The product is not available for analysis.

Manufacturer narrative:
This is one of one final report being submitted for this complaint with associated MFR# 1226348-2016-00144 a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage and in-stent stenosis are known potential adverse events associated with the use of the enterprise vrd device and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that target lesion, parent vessel anatomy and disease process and medication regimen factors may have contributed to the reported events. No further actions are required at this time. (B)(4).